Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, the g5 transmitter was not being found by the g5 application or the receiver. No additional event or patient information is available.